Event description:
While removing a screw and plate the screwdriver snapped at the tip, the broken portion being impossible to retrieve. The hosp did not reveal if there was a delay in the procedure or if additional surgery will be needed.